Event description:
It was reported that the intraocular lens (iol) was implanted and removed during the same procedure due to a capsular bag tear. An enlarged incision was required to remove the lens and a non amo lens was used as a replacement. Additionally, it was reported that the patient's pupil was not very dilated. Event was noted to be attributed to a use error; however, no further information was provided.

Manufacturer narrative:
Age/date of birth: unknown, has been requested, but not received. Gender: unknown, has been requested, but not received. (B)(4). Placeholder.